Event description:
It was reported the rv (right ventricular) lead was replaced because it wasn't working. "Defective" and "failure" was indicated, but no specific details were noted. The pace/sense portion of the rv lead was capped and replaced with a new lead. The high voltage portion remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.